Event description:
Provider states irc5po2 concentrator from sn (B)(4), unit smells like burning, but not hot, no smoke, no flame and no spark. O2 at 84 percent, pressure at 5.7, hour meter 1681, flow is .3 percent off. Amber light on. No follow up needed.